Event description:
It was reported that a flogard infusion pump experienced an f-49 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a technician. The device was visually inspected and functionally tested. The f-49 alarm was confirmed. The cause of the alarm was due to blown fuses, which inhibited the pump from charging the main batteries when connected to an ac power source. To correct the issue the fuses and main batteries were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental MDR will be submitted.